Event description:
This distributor became aware on june 9, 1994 of an incident that occurred involving a glidewire while performing a renal angioplasty. The glidewire was advanced into a branch of the renal artery without resistance. The pt began to complain of back pain. A balloon catheter was advanced over the wire and inflated four times, although only two of the inflations did any actual dilataion. The pt continued to complain of back pain. At the completion of the angioplasty, an angiogram was performed and contrast extravasation was noted in the peritoneal cavity. The pt was transferred to CT scan where it was confirmed extravasation was emanating from the kidney area into the peritoneal cavity. The pt was transferred to surgery where an exploratory was performed, however, since no bleeding was evident at that time no actual repair was carried out. A contusion was noted on the kidney. It is believed a branch artery off the renal artery was perforated. The pt remains in guarded condition. No further details are available.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.